Event description:
Pt was upset that her syringe blew out of the pump. She also stated that our pumps are not good. We just sent a new one and this happen. She is upset that whoever is handing the pump, is not doing good job. Inquire how she place her syringe in pump. Pt stated that she has been doing this for a while and she knows how to do it and did not go over how she placed syringe. Pt stated that she might have gotten hurt, the way the syringe blew off. No injuries. Pt was able to finish her infusion (barely per pt). Serial number and expiration date not known. Pt will return pump. No extra pump on hand. Pt requested new pump. Apologized and transfer to tech for pump scheduling. Entered pump, manual and return box. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver.